Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 16-nov-2016. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menometrorrhagia ("menometrorrhagia"), pelvic pain ("significant pain in the belly identical to a delivery / pain in the belly when she had no menstruation periods, pelvic pain") and dysmenorrhoea ("dysmenorrhoea") in a (B)(6) female patient who had essure (batch no. 704971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, macrosomia (two children with macrosomia at (B)(6)), osteosarcoma localised, cranial operation, functional colon disorder, gastritis, back pain (back pain requiring intake of high-dose anti-inflammatories), luteal phase deficiency and spasmophilia. No concomitant gynecological condition. No recurrent sinusitis and rhinitis during winter period in the past. Previously administered products included for back pain: high-dose anti-inflammatories; for contraception: implanon. Past adverse reactions to the above products included metrorrhagia with implanon. Concurrent conditions included orthostatic hypotension. In 2010, 30 days before insertion of essure, the patient experienced allergic sinusitis ("sinusitis during winter period") and seasonal allergy ("rhinitis during winter period"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstruation periods every 15 to 23 days versus every 30 to 35 days before essure"), migraine ("migraines, catamenial migraine"), vertigo ("vertigos"), trismus ("jaw contractions"), sleep disorder ("recurrent sleep disorders"), fatigue ("exhaustion, chronic fatigue") and syncope ("fainting spells"). In (B)(6) 2016, the patient experienced general physical health deterioration ("health was deteriorating"). In 2016, the patient experienced blood pressure decreased ("drop of blood pressure") and dyspnoea ("breathlessness"). On an unknown date, the patient experienced allergy to metals ("inability to tolerate metal objects"), irritability ("irritability"), urinary tract infection ("urinary infection"), vulvovaginal mycotic infection ("vaginal mycosis"), loss of libido ("loss of libido"), vaginal discharge ("yellowish discharges at the end of each menstruation periods"), alopecia ("loss of hair"), metrorrhagia ("metrorrhagia"), uterine leiomyoma ("uterine fibroids"), uterine polyp ("a polyp"), endometrial hyperplasia ("mild endometrial hyperplasia") and menorrhagia ("menorrhagia/ menstruation periods changed from abundant to hemorrhagic with impossibility to go out, and lasted 9 days"). The patient was treated with tranexamic acid (exacyl), nomegestrol acetate (lutenyl), progestogens, surgery (total hysterectomy, salpingectomy on (B)(6) 2016 with ovarian conservation), surgery (total hysterectomy, salpingectomy on (B)(6) 2016 with ovarian conservation) and surgery (total hysterectomy, salpingectomy on (B)(6) 2016 with ovarian conservation). Essure was removed on (B)(6) 2016. At the time of the report, the menometrorrhagia, pelvic pain, dysmenorrhoea, polymenorrhoea, sleep disorder, fatigue and syncope had resolved and the allergy to metals, allergic sinusitis, seasonal allergy, migraine, vertigo, trismus, general physical health deterioration, blood pressure decreased, dyspnoea, irritability, urinary tract infection, vulvovaginal mycotic infection, loss of libido, vaginal discharge, alopecia, endometrial hyperplasia and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menometrorrhagia, pelvic pain, polymenorrhoea, sleep disorder and syncope to be related to essure. The reporter provided no causality assessment for allergic sinusitis, allergy to metals, alopecia, blood pressure decreased, dyspnoea, endometrial hyperplasia, general physical health deterioration, irritability, loss of libido, menorrhagia, metrorrhagia, migraine, seasonal allergy, trismus, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge, vertigo and vulvovaginal mycotic infection with essure. The reporter commented: physician reported that the removal was done for menometrorrhagia, dysmenorrhoea, pelvic pain and general symptoms, i.e. Sleep disturbances, fainting spells, fatigue, progressive onset since 2011, and resolved after removal and he considered them related to essure. He could not assess the other events he was aware of, the performed tests were normal. Following the symptoms presented by the patient, the gynecologist suspected adenomyosis but was then rule out by hysterectomy. Uterine fibroids, mild endometrial hyperplasia and polyp were identified at the time of the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterectomy - on (B)(6) 2016: no adenomyosis. Visit to cardiologist and pneumologist for sleep investigation: nothing remarkable. Ultrasound was performed in 2014 and 2016 due to suspected adenomyosis but nothing was remarkable. Blood test: nothing remarkable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 15-feb-2017 for the following meddra preferred terms: menometrorrhagia: analysis in the global safety database revealed 22 cases. Pelvic pain: analysis in the global safety database revealed 2.264 cases. Dysmenorrhoea: analysis in the global safety database revealed 100 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-apr-2017: other gynecologist answered to fu request: history also included back pain requiring intake of high-dose anti-inflammatories, spasmophilia, functional colon disorder, gastritis (surgery for osteoma reported previously), her two children had macrosomia at (B)(6). She used essure lot number 704971. Ultrasound: normal. In 2014, she consulted for problems of migraines and long abundant menstrual periods. A progestogen was prescribed, but was not well tolerated. She turned instead to homeopathic treatment. In 2016, consulted again with the request for removal of the inserts in view of reportedly persistent metrorrhagia and migraines, with pain and dysmenorrhoea. The patient had consistently been informed that, upon stopping her contraception, she would return to her spontaneous menstrual cycle, which might not be normal. She was found to have a luteal phase defect (main diagnosis for her symptoms), dysmenorrhoea suggested possible adenomyosis, for which lutenyl was prescrib. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had menometrorrhagia, significant pain in the belly identical to a delivery / pain in the belly when she had no menstruation periods, pelvic pain and dysmenorrhoea. Approximately 6 years later, a total hysterectomy with salpingectomy was performed with ovarian conservation. All events are anticipated in the reference safety information for essure. In the present case, uterine fibroids, mild endometrial hyperplasia and polyp were identified at the time of the hysterectomy, which could alternatively explain the events. However, given the nature of the reported events, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case is regarded as incident since device removal was required. An updated product technical analysis is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on 16-nov-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. In winter, the consumer experienced sinusitis, rhinitis while she had never had these events before. Her menstruation periods changed. At that time, her menstruation period occurred every 15 to 23 days while before it occurred every 30 to 35 days. Her menstruation periods lasted 9 days. Menstruations periods changed from abundant to hemorrhagic with impossibility to go out as she needed of sanitary protections every 30 minutes. She experienced significant pain in the belly identical to a delivery. She experienced migraines, vertigos and jaw contractions since 2011. Since (B)(6) 2016, her health was deteriorating, she experienced drop of blood pressure, breathlessness, recurrent sleep disorders, exhaustion with no abnormal investigations. Clinical consequences were the following: hemorrhagic menstruation periods, significant pain in the belly identical to a delivery during menstruation periods, catamenial migraine, jaw contractions, vertigos, drop of blood pressure, breathlessness, pain in the belly when she had no menstruation periods, chronic fatigue, irritability, sleep disorders, menstruation periods every 15 to 23 days, rhinitis and sinusitis in winter, urinary infection, vaginal mycosis, loss of libido, yellowish discharges at the end of each menstruation periods, loss of hair. Action taken: exacyl (tranexamic acid) and lutenyl (nomegestrol acetate) were administered and were stopped following malaise. Ultrasound was performed in 2014 and 2016 due to suspected adenomyosis but nothing was remarkable. Blood test: nothing remarkable. Visit to cardiologist and pneumologist for sleep investigation: nothing remarkable. On (B)(6) 2016, total hysterectomy was performed with ovarian conservation. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her menstruation periods lasted 9 days and changed from abundant to hemorrhagic (interpreted as menorrhagia). Approximately 6 years later, she had a total hysterectomy was performed with ovarian conservation. Menorrhagia is an anticipated event in the reference safety information for essure. Considering that in this case, she underwent ultrasounds to investigate adenomyosis and nothing was found and considering that essure therapy may cause changes in bleeding patterns, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 03-feb-2017: physician answered to questionnaire -device removal: events reported for which the removal was done: menometrorrhagia, dysmenorrhoea, pelvic pain and general symptoms, i.e. Sleep disturbances, fainting spells, fatigue, progressive onset since 2011. Inserts were removed with hysterectomy, salpingectomy on (B)(6) 2016 (medically reason and patient request). Outcome completely resolved after removal, and all considered related. He was aware of the additionally reported events by consumer, performed tests were normal, he cannot assess the causality of those events. Prior contraception and batch number unknown (essure not implanted by him), patient (B)(6), medical history provided (osteosarcoma at base of skull (operated) - gravida 2 para 2), no gynecol. Concurrent conditions, concurrent orthostat. Hypotension. On 13-feb-2017: information from physician: complete insertion date was provided. The events metrorrhagia, menorrhagia and inability to tolerate metal objects were added. Gynecologist suspected adenomyosis, but no adenomyosis was found. On 14-feb-2017: confirmation from sales representative that uterine fibroids, mild endometrial hyperplasia and polyp were identified at the time of the hysterectomy. No adenomyosis. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had menometrorrhagia, significant pain in the belly identical to a delivery / pain in the belly when she had no menstruation periods, pelvic pain and dysmenorrhoea. Approximately 6 years later, a total hysterectomy with salpingectomy was performed with ovarian conservation. All events are anticipated in the reference safety information for essure. In the present case, uterine fibroids, mild endometrial hyperplasia and polyp were identified at the time of the hysterectomy, which could alternatively explain the events. However, given the nature of the reported events, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case is regarded as incident since device removal was required. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 05-jan-2017: no new information could be obtained from reporter up to date. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her menstruation periods lasted 9 days and changed from abundant to hemorrhagic (interpreted as menorrhagia). Approximately 6 years later, a total hysterectomy was performed with ovarian conservation. Menorrhagia is an anticipated event in the reference safety information for essure. Considering that in this case, she underwent ultrasounds to investigate adenomyosis and nothing was found and considering that essure therapy may cause changes in bleeding patterns, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 16-nov-2016. The most recent information was received on 21-jun-2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menometrorrhagia ("menometrorrhagia"), pelvic pain ("significant pain in the belly identical to a delivery / pain in the belly when she had no menstruation periods, pelvic pain") and dysmenorrhoea ("dysmenorrhoea") in a (B)(6) female patient who had essure (batch no. 704971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, macrosomia (two children with macrosomia at 4.195 kg and 4.440 kg), osteoma, cranial operation, back pain (back pain requiring intake of high-dose anti-inflammatories), luteal phase deficiency, spasmophilia, colonic dysfunction and gastritis. No concomitant gynecological condition. No recurrent sinusitis and rhinitis during winter period in the past. Previously administered products included for back pain: high-dose anti-inflammatories; for contraception: implanon. Past adverse reactions to the above products included metrorrhagia with implanon. Concurrent conditions included orthostatic hypotension. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced allergic sinusitis ("sinusitis during winter period") and seasonal allergy ("rhinitis during winter period"). In 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstruation periods every 15 to 23 days versus every 30 to 35 days before essure"), migraine ("migraines, catamenial migraine"), vertigo ("vertigos"), trismus ("jaw contractions"), sleep disorder ("recurrent sleep disorders"), fatigue ("exhaustion, chronic fatigue") and syncope ("fainting spells"). In (B)(6) 2016, the patient experienced general physical health deterioration ("health was deteriorating"). In 2016, the patient experienced blood pressure decreased ("drop of blood pressure") and dyspnoea ("breathlessness"). On an unknown date, the patient experienced allergy to metals ("inability to tolerate metal objects"), irritability ("irritability"), urinary tract infection ("urinary infection"), vulvovaginal mycotic infection ("vaginal mycosis"), loss of libido ("loss of libido"), vaginal discharge ("yellowish discharges at the end of each menstruation periods"), alopecia ("loss of hair"), metrorrhagia ("metrorrhagia"), uterine leiomyoma ("uterine fibroids"), polyp ("a polyp"), endometrial hyperplasia ("mild endometrial hyperplasia") and menorrhagia ("menorrhagia/ menstruation periods changed from abundant to hemorrhagic with impossibility to go out, and lasted 9 days"). The patient was treated with tranexamic acid (exacyl), nomegestrol acetate (lutenyl), progestogens, and surgery (total hysterectomy, salpingectomy on (B)(6) 2016 with ovarian conservation). Essure was removed on (B)(6) 2016. At the time of the report, the menometrorrhagia, pelvic pain, dysmenorrhoea, polymenorrhoea, sleep disorder, fatigue and syncope had resolved and the allergy to metals, allergic sinusitis, seasonal allergy, migraine, vertigo, trismus, general physical health deterioration, blood pressure decreased, dyspnoea, irritability, urinary tract infection, vulvovaginal mycotic infection, loss of libido, vaginal discharge, alopecia, endometrial hyperplasia and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menometrorrhagia, pelvic pain, polymenorrhoea, sleep disorder and syncope to be related to essure. The reporter provided no causality assessment for allergic sinusitis, allergy to metals, alopecia, blood pressure decreased, dyspnoea, endometrial hyperplasia, general physical health deterioration, irritability, loss of libido, menorrhagia, metrorrhagia, migraine, polyp, seasonal allergy, trismus, urinary tract infection, uterine leiomyoma, vaginal discharge, vertigo and vulvovaginal mycotic infection with essure. The reporter commented: physician reported that the removal was done for menometrorrhagia, dysmenorrhoea, pelvic pain and general symptoms, i.e. Sleep disturbances, fainting spells, fatigue, progressive onset since 2011, and resolved after removal and he considered them related to essure. He could not assess the other events he was aware of, the performed tests were normal. Following the symptoms presented by the patient, the gynecologist suspected adenomyosis but was then rule out by hysterectomy. Uterine fibroids, mild endometrial hyperplasia and polyp were identified at the time of the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterectomy - on (B)(6) 2016: no adenomyosis. Visit to cardiologist and pneumologist for sleep investigation: nothing remarkable. Ultrasound was performed in 2014 and 2016 due to suspected adenomyosis but nothing was remarkable. Blood test: nothing remarkable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: menometrorrhagia: analysis in the global safety database revealed 36 cases. Pelvic pain: analysis in the global safety database revealed 2.922 cases. Dysmenorrhoea: analysis in the global safety database revealed 116 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.